Event description:
As reported by the user facility: ref #unk; lot # unk. Clinician received needle stick injury using bbraun 20g introcan. Safety shield was not fully deployed over tip of needle. MFR ref #9610825-2013-00200.